Event description:
Customer reported to beckman coulter, inc. (Bec) that one of the shear valves of the unicel dxc 600i synchron access clinical system (dxc 600i) was leaking. Customer reported that the dxc 600i generated level sense errors. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found dried wash buffer under the wash syringe. The fse cleaned all dried wash buffer, replaced the wash syringe/plunger and cleaned the wash station. The fse checked sample probe alignments. The fse ran cardiac controls through the closed tube aliquotter and found the results were within specifications.

Manufacturer narrative:
(B)(4).